Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, an unknown mynxgrip vascular closure device (vcd) got stuck on tamp tube when the tech was deploying the device. There was no reported patient injury. Additional information was requested but not provided. The device was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported event of ¿sealant-sealant stuck to device components¿ could not be observed as the device was not returned for analysis. The exact cause of the issue reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the sealant sticking to the advancer tube, especially since it is not clear whether the sealant became stuck during the sheath retraction step (deployment) or during removal of the device from the patient, which is when adherence to the advancer tube would usually be noted. If it occurred during the sheath retraction step, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant sticking to the device. If it occurred during removal of the device from the patient, the event can be attributed to the technique used during device removal after deployment. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ also included in the IFU, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or if a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall and stick to the advancer tube. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, an unknown mynxgrip vascular closure device (vcd) got stuck on tamp tube when the tech was deploying the device. There was no reported patient injury. Additional information was requested but not provided. The device was not returned as expected.

Manufacturer narrative:
Event date unknown, if date information is received, it will be submitted within 30 days upon receipt. Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.